Event description:
International affiliate reports the surgeon suspected that the implanted valve had a blockage. The valve was explanted and checked for patency with a water column. It was reported that although the valve was adjusted for 80cm h2o, water ran completely through the device and the shunt did not build up counter pressure.